Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming which led to high blood glucose levels. The device alarmed insulin flow blocked and high blood glucose, however, they never heard the alarms and alerts. The customer started to feel sick and was taken to the hospital. The customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level that exceeded 500 mg/dl. The customer was treated with an insulin drip while being hospitalized. Troubleshooting was performed and the customer's parent did not hear the difference between audio volumes 1 and 5. The device did not pass troubleshooting. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device also passed tone check and vibrate check on self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device uploaded properly using care link. Device had minor scratched display window, scratched case and a pillowing keypad overlay.